Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, when the device was removed after firing, the anvil detached from the instrument and was stuck in the patient¿s rectum. It was noted that the donuts were complete, and anastomosis looked good. The anastomosis was very low, so the surgeon was able to reach the anvil with a kelly clamp to remove it. There was no patient injury.